Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultrasmart meter has an apply sample issue. The patient's diabetes is managed with oral medication. The apply sample issue began one week prior to contacting lfs. There was no reported of any alteration to the patient diabetes managed due to the product issue. Reportedly, three days after the product issue began the patient developed symptoms described as "nausea, shaking, and sweating." There was no allegation of treatment for severe hypoglycemia or hyperglycemia as a result of the apply sample issue. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the apply sample issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly had symptoms that can be associated with hypoglycemia three days after the product issue began.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-03105 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used for an esophageal band ligation. According to the complainant, the physician inserted the scope attached with the speedband into the patient. The physician suctioned the varice, and then went to deploy the band. The physician felt tension on the scope; it became difficult to turn the device handle, and band was not deployed. The physician had to release suction on the varice; the patient started bleeding, when the suction was released. Physician quickly removed the scope and device, and then set up the second device to manage the bleeding. The second device was used to manage the active bleed varice. Everything was completed, until the physician suctioned a small varice and went to deploy the last band. With the last band on the device, the physician felt scope tension. The physician released suction and decided to stop the procedure, as no more varices needed to be banded; the patient was no longer bleeding.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.